Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to high pacing threshold measurements. The patient underwent surgical intervention to replace an ICD and it was necessary to replace the lead. No additional adverse patient effects were reported.